Manufacturer narrative:
Device analysis: a review of the manufacturing records for batch # 9444440 found that the device met its material, assembly and product specifications. The complainant indicated that the stent and the delivery device will not be returned for evaluation; therefore, a failure analysis is not availbale, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a stenting treatment procedure in the right common femoral artery, stent dislodgement occurred. The lesion being treated was calcified and stenotic. The lesion was no predilated. The physician was able to cross the lesion with the guidewire, but was unable to cross the lesion with the stent delivery system, it became caught and the stent came off the balloon. The physician removed the stent with a snare and the procedure was discontinued. No further intervention was performed. There were no reported patient complications and the current patient status is reported as "ok".